Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted the rv pace impedance was consistently at 76 ohms since (B)(6) 2015. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead is low and there is no signal on rv tip/rv ring. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.